Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from the olympus australia, there was the possibility that this phenomenon was attributed to the failure of the ccd due to the user handling during transportation, storage, use and/or reprocessing and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a maintenance of the subject device, the ccd unit of the subject device was broken and the endoscopic image of the subject device was not displayed. There was no report of patient injury associated with the event.